Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported stroke and gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. It was reported that the patient was admitted with a computed tomography (cat) scan confirming a small right inferior parietal lobe stroke. Although attempts were made during hospitalization to initiate aspirin therapy and coumadin with an international normalized ratio (inr) goal of 1.5-1.8, the patient suffered another gastrointestinal (gi) bleed which required 4 units of transfused blood. The patient denied an endoscopic evaluation and was discharged home with aspirin and coumadin. Additional information was received from the customer revealing that they type of stroke was ischemic. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), (B)(6)). No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18oct2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that the stroke was diagnosed as ischemic stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported stroke and gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. It was reported that the patient was admitted with a computed tomography (cat) scan confirming a small right inferior parietal lobe stroke. Although attempts were made during hospitalization to initiate aspirin therapy and coumadin with an international normalized ratio (inr) goal of 1.5-1.8, the patient suffered another gastrointestinal (gi) bleed which required 4 units of transfused blood. The patient denied an endoscopic evaluation and was discharged home with aspirin and coumadin. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of gi bleed and transfusions covered under MFR report #s: 2916596-2021-04597, 2916596-2020-03076, 2916596-2020-02961, 2916596-2020-03077, 2916596-2020-03078. Medwatch form #: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through a medwatch form that the patient was admitted and a cat scan confirmed a small right inferior parietal lobe stroke. The patient had a history of chronic gastrointestinal (gi) bleeding issues, a long term absence of aspirin therapy and suboptimal anticoagulation, and a frequent need for outpatient blood transfusions. Attempts were made during the hospitalization to initiate aspirin therapy and coumadin with the inr goal 1.5-1.8; however, the patient suffered another gi bleed event requiring 4 units of transfused blood. Patient declined endoscopic evaluation, and was supportive of aspirin therapy due to their greater concern for stroke than gi bleed. The patient was discharged home with aspirin 81 mg daily and coumadin.